Event description:
It was reported that the right atrial (ra) lead had high thresholds of 4.0 volts at 1.0 milliseconds. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 383069 implantable pacing lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high thresholds of 4.0 volts at 1.0 milliseconds. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a proximal portion of the lead was received measuring 8.5 cm. A distal portion of the lead was received measuring 47 cm. The lead was analyzed, and analysis revealed no anomalies. Please see the following comments regarding the returned lead: medial segment, proximal conductor received only and it was stretched to 11cm. Visual summary analysis of the lead indicated apparent explant damage.